Event description:
It was reported that this patient presented to the emergency room to report a shock. Therapy delivery was appropriately delivered for a ventricular fibrillation rhythm. It was found that this right ventricular (rv) shock lead impedance (sli) measured at 125 ohms, during therapy and this triggered an alert for an out of range sli. The sli trends showed that this measurement was normal and was lower than previous measurements. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this rv defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was reported, indicating that there was an alert that the shock lead impedance was greater than 145 ohms, during shock delivery. The patient subsequently required an external shock. The device battery had reached longevity and thus was removed. During the procedure, the rv lead was tested with the new device. In the triad configuration the lead measured around 72 ohms. The rv lead configuration, coil to the device tested at about 81-85 ohms and the coil to coil configuration tested at about 111 ohms. It was noted that there was no vascular access, due to the medications the patient was on. Thus the physician decided to keep the high voltage portion of the rv lead, in service. No defibrillation function testing was performed. No additional adverse patient effects were reported.